Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed a retraction problem (B)(4) and was inconclusive for the reported material rupture (B)(4). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80104 pta balloon dilatation catheter allegedly experienced a material rupture and a retraction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The age and weight of the female patient were not provided.